Event description:
It was reported that a flogard infusion pump had a broken handle. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection revealed a broken door handle, confirming the reported condition. The cause of the broken door handle was not determined. To correct the condition, the door latch assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.